Event description:
Consumer reported two false negative results with the binaxnow¿ covid-19 antigen self test on an unknown date via social media post. This report is for patient two (2) of two (2). Confirmation testing (platform unknown) was performed at a local test facility on an unknown date which generated a negative result. No further information was provided regarding current health status and outcome.

Manufacturer narrative:
Additional information: event date is an approximation. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was notable to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Related MFR report number for patient one: 1221359-2022-00009.